Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported that during surgery, a patient monitored on the t1 in use with a pp17m monitor with reusable masimo sensors showed an spo2 reading of 88. However, the doctor observed the patient's skin was blue. The customer changed the t1/pp17m monitor to a spectrum monitor and the spo2 reading was in the 30's.